Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was kinked before use. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly and product lidstock for evaluation. The guide wire was returned within its advancer tubing and showed few signs of use. The swg assembly was returned without the end cap. Visual examination of the guide wire revealed two kinks in the guide wire body. During normal assembly these bends would have been located inside the advancer tubing, protecting it from damage. The damage is consistent with the end cap becoming separated during transit allowing the guide wire to advance out of the protective tubing, however , this cannot be confirmed based on the available information. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were measured at 475mm and 576mm from the proximal tip. The overall length of the guide wire measured to be 601mm which is within specifications of 596-604 mm per swg product drawing. The outer diameter of the guide wire measured to be 0.800 mm which is within specifications of 0.788-0.826 mm per product drawing. The IFU provided with this kit states the following: "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The returned guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. Minor resistance was observed at the kinking; however, the undamaged portion of the guide wire was able to pass as expected. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit states: "do not use if package has been previously opened or damaged." The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. Two kinks were observed on the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. During normal packaging, the kinked portions of the guide wire body would have been located inside the tubing assembly protecting it from damage. Therefore, it cannot be confirmed when the guide wire was kinked. The root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the spring wire guide was kinked before use. No patient involvement.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the spring wire guide was kinked before use. No patient involvement.